Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose while using the ilet, with fingerstick confirming values over 400 mg/dl and alerts indicating high glucose with brief sensor reconnection; the user changed infusion site supplies multiple times without observed leakage and decided to administer 5 units of subcutaneous fiasp insulin as backup therapy while remaining connected to the ilet. Symptoms include nausea, vomiting, thirst, and increased urination. Outcomes included the need for backup insulin and guidance to temporary disconnect from the ilet to avoid insulin stacking, with no professional medical intervention reported. Investigation included user interviews and education. Investigation of this case revealed inconsistent glucose control associated with hyperglycemia and transient sensor connectivity, with no confirmed device malfunction. It was concluded that the event was hyperglycemia with unclear cause, with associated user managed correction using external insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.